Event description:
During training by a zoll medical sales rep, the device displayed "pacer fault 116," "pacer disabled," and defib disabled" messages. There was no pt involement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.